Event description:
Country of complaint: (B)(6). Optilene is ripping considerably more than permiline and prolene. The thread rips off while knotting under tension.

Manufacturer narrative:
Us reporting agent notified on (B)(6) 2014. Mfg site eval: samples received: 1 unopened race-pack. There are no previous complaints of this code/batch. Tested the knot pull tensile strength of the sample received and the results fulfill the requirements of the OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified).